Event description:
Error 51. Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed and several "speaker errors" were found but not linked to the reported event. The device was received in lake zurich and its investigation was performed by our local technical team. Functionality of the pole clamp was checked and failed which confirmed the reported event. During visual inspection an unknown dried liquid was found at and around the locking/unlocking pin of pole clamp which made it stuck. The pole clamp was cleaned and tested and worked as expected. As for the ""speaker errors"" found in the log history, they all occured prior to 1.9a software upgrade on (B)(6) 2017, which remediates this error - (B)(4). Nevertheless the speaker was replaced and performed as expected. This complaint is valid. No action was initiated for the pole clamp issue as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk for both issues.

Event description:
Error 51.